Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that during spinal cord stimulation (scs) system interrogation on (B)(6) 2017, they discovered second lead electrodes 8, 10, 11, 12, 14, and 15 were out of range. The patient stated that he had multiple falls. From the patient¿s two existing leads he only had two electrodes within normal range, electrodes 9 and 13. This caused the patient¿s ins to run out of battery faster. The patient stated that now he had to recharge more often. The device diagnosis was high impedance. Reprogramming was done on (B)(6) 2017 and the issue was considered resolved without sequelae. The etiology was not related to the implant procedure, but related to the device or therapy, specifically the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study indicated that the event was ongoing.

Manufacturer narrative:
H2it was determined that manufacturer report number 3004209178-2017-23353 was duplicative of the event contained within this report (report number 3004209178-2017-11508). To this end, if any additional information is received, it will be submitted under report number 3004209178-2017-23353, rather than 3004209178-2017-11508. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the healthcare professional of a clinical study reported that device interrogation/device data on (B)(6) 2017 showed all electrodes (0-7) from one lead were out of range (high impedance). The patient had not been using this lead on his current program which was why the therapy had not been affected or interrupted. No action was taken and the event resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that he slipped and fell in the shower two weeks prior and that the stimulation felt the same. The spinal cord stimulator was interrogated on (B)(6) 2017 and electrodes 3, 4, and 7 were out of range (high impedance), but were not being used on the current program. The intervention included reprogramming. There was no patient complication associated with the event. The event resolved without sequelae. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 977a260 lot# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that a surgical observation was done on (B)(6) 2017. The patient had the spinal cord stimulator leads revised to verify connection/malfunction. The leads were properly connected, all electrode impedance values were out of range, and the leads were broken. The leads were explanted on (B)(6) 2017 and were returned to the manufacturer. The issue resolved without sequelae. A lead fracture was the device diagnosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study specified that the event was related to the recharge process due to having only two electrodes working, the battery drains faster and the patient needs to recharge more frequently.